Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 28-mar-2016. The patient¿s pre-operative/pre-implant diagnosis was lumbar radiculopathy, spinal stenosis, and degenerative disk disease. Per the surgeon¿s implant procedure notes, ¿I advanced the intrathecal catheter, and at the level of t12-l1 we had some mild paresthesia.¿ they withdrew the catheter a little bit and redirected the catheter and there was no paresthesia at the placement at all after that. It was confirmed that the catheter was in the posterior intrathecal space. A purse string suture was applied. The catheter was anchored into place and there was free flow of csf (cerebrospinal fluid). The implant procedure was completed and the patient tolerated the procedure well. They planned to start the pump with dilaudid (10 mg/ml at 0.48 mg/day) and bupivacaine (10 mg/ml at 0.48 mg/day). On (B)(6) 2016 the patient came in for an evaluation post pump placement. She had some soreness into the back incision and also in the abdominal incision but overall she could not really tell how much pain she had at this point in time. On (B)(6) 2012 the patient came into the clinic for a follow-up visit. Her pain was about 8/10. She had only about 20% to 30% improvement in her pain. She wanted a pump dose increase. The stitches were removed and the pump dose was increased 35%. On (B)(6) 2012 the patient came into the clinic for a follow-up visit. She had the pump implanted a couple of weeks ago and was last seen in the clinic on (B)(6) 2012 at which time her staples were removed. She was doing fine. She continued on the antibiotics and had a couple of days remaining, but she was very, very pleased with her level of pain. She still had some pain, but was about 80% better than prior. The incisions looked well healed. The plan was to increase the pump dose 70%. On (B)(6) 2012 the patient came into the clinic for a follow-up visit. She was overall very well pleased with the results. She had about 50% improvement in her pain. She had become more active, had more pain now. Her average pain was about 4/10; when she became active it was 6 or 7/10. The pump dose was increased 25%. On (B)(6) 2016 the patient came into the clinic for a follow-up visit. She as least 50% improvement in her pain. She was pleased with the results of the pump. She was now walking with pain compared to in a wheelchair. She was walking and becoming more active. She pain into the lower back area that was about a 5 to 6/10. She was overall pleased with the results. She used to have a pain of 10/10. Her activity become much better now. On examination she tenderness over the lumbar paraspinal area. There was some seroma noted over the incision site, but not that much. The pump dose was increased 20% to 1.19 mg/day of dilaudid and 1.19 mg/day bupivacaine. On (B)(6) 2012 the patient came into the clinic and reported some sudden increase in the pain into her lower back and radiating down to both lower extremities. Her main concern was the swelling collection, the fluid collection that she over the lower back area. The swelling appeared to be a seroma. The pump dose was increased from 1.199 mg/day to 1.6 mg/day. On (B)(6) 2012 a dye study was done where 3 ml was aspirated from the catheter access port, dye was injected, and there was good spread of dye along the intrathecal space. No leaks were found. The pump dose was increased to 2 mg/day. The patient tolerated the procedure well. On (B)(6) 2012, the patient came in for a pump refill. The pump dose was increased 30% the dilaudid dose was 2.599 mg/day. On (B)(6) 2012, the patient came into the clinic to evaluate her pump. It was noted ¿the pump site at the back of the incision, she swelling over the area¿; it was not tender to palpation. The patient reported that it been getting more intense. The patient¿s pain was about 20% better, but she was still having a lot of pain into her lower back. There were no signs of infection. There was ¿a tense fluid collection cyst over the area of the back¿. The lab work came back negative for infection. The plan was for a repeat dye study and a cat scan to evaluate the seroma. In the meantime a 30% pump increase was planned. On (B)(6) 2012 a dye study was done where 3 ml of clear fluid was aspirated from the catheter access port, dye was injected which showed good spread along the intrathecal space. There was no extravasation of dye seen in the area of the seroma. On (B)(6) 2012, the patient came into the clinic for a follow-up visit due to a significant headache. The patient some swelling over the pump area which was non-tender. On her previous visit, the swollen area was aspirated and fluid cultures were sent. The cultures were negative for bacteria or any anaerobes; however, did have positive white blood cells 89 and red cells 1. The patient complained of 10/10 pain and a significant headache. On (B)(6) 2012 she a CT retroperitoneal done; however, this study not officially been read at this time. The need for exploratory surgery was discussed. The patient was prescribed oxycodone to help alleviate her current pain as they would not be refilling her pump ¿as it is currently not working¿. On (B)(6) 2012, the patient continued to have intractable pain. She stated that the pump was not working at all. Two dye studies were done which showed that there was no leakage of csf (cerebrospinal fluid). The seroma accumulated again. The patient developed headaches, but they were not positional. The back incision was opened. There was ¿about 10 ml of seroma that was noted into the area of the back and we cultured that¿. The catheter was observed and there was no evidence of leakage with direct visualization. A dye study was done and there was no evidence of leakage at all. The patient tolerated the procedure well. An abdominal binder was placed. On (B)(6) 2012 the patient was admitted secondary to having a possible csf leak. The patient a seroma at the site that was leaking clear fluid and she also increased pain. The patient was admitted for exploration and reopening of the lumbar incision and wound exploration. There was no evidence of csf leak from the procedure. On opening the incision there was drainage of yellow liquid. They decided to cut the catheter. They saw good drainage of csf and also saw drainage from the pump side of the catheter. A catheter connector was added, a new anchor was put in, and fixed with 2-0 silk. Tisseel was put deeper around the catheter at the intrathecal portion. The patient tolerated the procedure well and was kept overnight for observation. She did not develop any withdrawal symptoms. The pump was continuing to infuse. The patient was stating that she was having good pain coverage, but was still feeling anxious and talking about having problems at home and it was causing her a lot of mental anguish. The patient was very tearful during her admission, but she did not want to stay in the hospital and wanted to go home. Once they confirmed that her incision site looked good and the pump was working satisfactorily, the patient was discharged to home with oral antibiotics and instructed to keep her abdominal binder on to prevent seroma re-accumulation over the incision sites. On (B)(6) 2012 the patient was admitted. The patient¿s pre-operative diagnosis was ¿ineffective intrathecal pain pump with persistent seroma formation¿. The patient presented to the clinic after a pump revision with evidence of a mass over the lower lumbar incision catheter insertion site. There was concern for a seroma versus infection of the area. She did not have evidence that would suggest any sort of infection in the area. However, the seroma increased in size and did not resolve. There been multiple revision attempts due to a persistent seroma formation possible hygroma subcutaneously. The seroma increased in size despite wearing an abdominal binder at home. The incision site was well healed and there did not appear to be any evidence of infection, but there was a fluctuant mass underneath the skin. So since this been status post multiple revisions and the patient was not receiving pain relief from the pump the decision was made to fully explant the system. The pump and catheter were removed on (B)(6) 2012 and the patient an uneventful post-operative period. She was monitored over the next 2 nights in the hospital conservatively for any evidence of drainage or re-accumulation of the fluid in the area. She did not have any significant drainage from the incision site nor did she have re-accumulation of fluid. The patient was discharged. Her pain was under control with fentanyl patches and fentanyl p.r.n. As well as dilaudid pca. (See also manufacturer¿s report # 3004209178-2016-05842).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n323671, implanted: (B)(6) 2012, product type accessory; product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2012, product type pump. (B)(4).

Event description:
Information was received from a consumer receiving medication via an implanted pump. The indication for pump use was non-malignant pain and spinal stenosis. It was noted that the patient¿s pre-implant trial went well. On (B)(6) 2016, the patient reported that they had tried 4 revisions with the pain pump and each time her body would reject the catheter/not relieve any pain. The patient had swelling from the catheter. The solution to the swelling from the catheter was to ¿use more glue each time.¿ the patient continued to have ¿additional pain and damage¿ from undergoing the 4 attempted revisions. The patient ¿went and continued to go through hell.¿ the patient had permanent pain and agony caused by the device and all the failed procedures that she underwent. She ended up worse. The onset date of the patient¿s issues, clarification regarding the revisions, the circumstances that led to the swelling, the steps taken to resolve the pain, the resolution of the event, and the drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient has had an extraordinary amount of pain. Per the patient the way the trial was done was very misleading. The patient responded well during the trial and with the implant and the patient was in worse pain than before they tried the implant. The patient had the pump implanted "(B)(6) 2012" and that evening the patient swelled, full of fluid around the catheter. The patient stated that each time they would blister (fluid filled "edema"), the physician would use the same catheter and just move it/glue it in place more. The patient stated that noting would lead to the swelling, just having the device and catheter in them. The patient would undergo a "revision" and the patient would be swelling with fluid in about "46-8" hours time. The doctor never controlled the pain with the pump. Thea patient was in agony through the day after the trial through removal of the device. The physician put me back on the fentanyl patch but it was never enough to control the patient's pain. Per the patient the removal of the pump and catheter and switched to another physician. The patient was still unable to live a normal life. Per the patient the medication was never effective. The physician did not even use what worked with the trial. Dilaudid 10mg/ml and bupivacaine 5.198mg/ml started with the same drugs with lower dose. In (B)(6) 2012 the physician kept the patient in the hospital 2 nights. The patient was in so much pain it took the first day and night to get any pain control. The patient stated that the whole experience left the patient in more pain and agony than before. The patient tried to make the device work. The patient actually had more pain after the failed pain pump due to all the scar tissue from being operated on in the same area over and over. The patient also was still tender where the device was placed in their abdomen. The patient also stated this was also very expensive for them.